Event description:
Medtronic received information that this annuloplasty band, implanted 5 years, had a fracture identified at a recent echocardiogram.

Manufacturer narrative:
(B)(4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The band remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.